Manufacturer narrative:
On 15th oct 2025, the user informed senseonics that user's system showed results that were different from glucometer measurements. Based on the escalation analysis a sensor replacement was approved due to system performance, and an RMA was issued for further investigation.upon receipt, a visual inspection and in-house testing was performed and no anomalies were observed. A review of in-vivo data revealed showed optical instability around the timeframe of the reported inaccuracies, and this most likely caused the observed sensor inaccuracy. The returned product analysis did not reveal any functional anomalies with the sensor itself. Consequently, the observed performance issues are presumed to be associated with the in-vivo condition of the hydroge,an environment that could not be replicated under laboratory testing conditions. B4.date of this report 13 jan 2026. G3.date received by the manufacturer? 13 jan 2026. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 4121,10.. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.